Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse checked the m-cabinet and found that the host pc couldn¿t boot up. The fse tried to resolve the issue by replacing the power supply, but issue persisted. Upon further troubleshooting, the fse confirmed that the host pc was defective. To resolve the issue, the fse replaced the host pc and install the software. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system could not boot up. The device was outside the clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.